Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump had a blank display. The customer¿s high blood glucose level was 408 mg/dl at the time of the incident. Customer stated that the contacts on the battery cap were neither missing nor damaged. Customer also stated that the display was not blank less than 30 seconds. The customer was assisted with troubleshooting and the display did not return. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.